Event description:
A medtronic rep reported that there was bone stuck in the tips of the cannulated taps. The site tried tapping the bone out with wire and "cooking" the bone out with little success. This was not discovered during a case, and there was no pt present.

Manufacturer narrative:
No pt was involved in this concern. The initial report was received on (B)(6) 2011 and found to be a non-reportable malfunction based on the info available. This failure mode was determined to be reportable based on info received on (B)(6) 2011. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. Although there was no pt present, there was a potential risk of pt harm should the surgical instrument be re-used after inadequate cleaning. Device MFR date was unk at the time of this retrospective report as no lot number was provided. The device was not returned to the MFR. The site was able to clear the debris from the taps and resolved the issue without replacement parts. No items were returned for investigation.